Manufacturer narrative:
The insulin pump had severely scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported pump damage - missing part at the reservoir compartment. The insulin pump was returned for analysis.